Event description:
Tampon string detached from tampon device breakage. Cause was traced to manufacturing issue. Case narrative: per consumer's friend, the tampon string detached from the tampon that consumer used. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.